Event description:
Healthcare professional reported a "problem" with the implant. Later, healthcare professional reported "important pain in the inferior area of the breast". Later, healthcare professional reported "capsular contracture", baker grade iii. This record is for the left side. The device remains implanted. Explant surgery is scheduled and it is unknown if the explanted device will be returned. The patient was prescribed analgesic and anti-inflammatory.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and breast discomfort/pain.